Event description:
A malfunction alarm occurred during pumping, with the alarm labeled as number 20. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was unable to successfully load a new cartridge, prompting corrective actions where technical support decided to replace the pump. They confirmed the pump was under warranty and arranged for a backup therapy plan using mdi. The customer was guided on how to store the pump and instructed to return it with a prepaid label, acknowledging all instructions provided.